Event description:
Patient reports ER treatment for high blood glucose.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a visibly cracked battery compartment, however, the pump was found to be operating within requirements for delivery accuracy.